Manufacturer narrative:
The device was received for investigation. The reported problem was observed to be a balloon rupture. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. Balloon rupture is an inherent risk of using this product. It is possible the balloons were over inflated or inflated too rapidly during pre-use check resulting in the issue. The IFU instructs the user to slowly inflate the balloons. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). Due to the increased rate of occurrence of this issue CAPA 2024-007 has been opened to further investigate the issue. The lot history record for the devices was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the tuftex otw balloon leaked prior to a procedure. However, the device was returned, and it was observed that the balloon had ruptured. It was not in direct use with the patient and no injury was reported. Due to the balloon rupture, this complaint is considered reportable and will be reported.